Manufacturer narrative:
(B)(4). Customer stated that the product would not be returned because it was discarded.

Event description:
Customer reported the tubing separated from the y-port during an infusion and blood leaked out of the set. The user obtained a new extension set (from the same lot) and when the set was removed from the package, the tubing separated from the y-port. There was no pt harm reported and no medical intervention was required. Although requested, no add'l pt or event details were provided by the customer.